Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) displayed "high" on the continuous glucose monitor after customer let the pump's battery deplete. Customer addressed high bg with a bolus via the pump.